Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced high blood glucose levels, and the insulin pump did not give her a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the prime test. Advised the customer to change the infusion set. Nothing further was reported.